Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated with a 2.0 nc emerge® balloon catheter. Then a 3.00mm x 15mm nc emerge® balloon catheter was selected for use and resistance was encountered upon insertion. The device was advanced for dilatation, however, the balloon ruptured upon trying to perform the first dilation. The device was completely removed and four non-bsc balloon catheters were then used. However, all four balloons also ruptured. The procedure was completed with a 3.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen and contrast in the balloon. The balloon, markerbands, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall 6 mm of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The inner shaft was buckled/stretched/overlapping of the bi-component weld. This kind of shaft damage is consistent with damage that can occur due to interaction with a guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated with a 2.0 nc emerge® balloon catheter. Then a 3.00 mm x 15 mm nc emerge® balloon catheter was selected for use and resistance was encountered upon insertion. The device was advanced for dilatation, however, the balloon ruptured upon trying to perform the first dilation. The device was completely removed and four non-bsc balloon catheters were then used. However, all four balloons also ruptured. The procedure was completed with a 3.0 mm non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.